Event description:
After insertion of the sheath into the artery, following removal of the dilator and guidewire, it was noted that the hub was not attached to the sheath. The hub remained outside the patient and the sheath slipped into the artery. The sheath was removed with a special removal-kit resulting in several punctures to the artery. The patient lost blood and a hematoma developed.